Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 05-mar-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with two separate units, involving two different events. This is the first of two reports. Refer to 9611594-2025-00044 for the second event. It was reported the nasogastric tube was placed on (B)(6) 2025. The tube clogged, an attempt to unclog the tube on (B)(6) 2025 resulted in a proximal perforation of the tube. The tube was removed intact. The event occurred while the patient was in the intensive care unit (ICU). There was no reported patient injury.

Manufacturer narrative:
Correction: sample received. H6 code: inappropriate use. The actual sample was returned. Subject was evaluated, the tube was flushed through the y-connector (proximal end) and was unable to flush completely due to the hole/ split on the tubing just below the y-port connector. When feeling the tubing further down, at 100cm marking, hardened feeling was felt on this area. The tubing was cut and opened to inspect the inner surface of tubing walls. From 100cm marking until 95cm marking hard, log light brownish material was stuck in the tube. The root cause of the reported issue seems to be a user related problem since as per the IFU (instructions for use), vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 10-apr-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.